Event description:
Healthcare professional reported two days after injection with juvederm ultra plus in the "cheek and upper orbital area", the patient experienced "pink and redness on the left cheek" and an "ulcer following along the intraorbital nerve." Two days later, the patient went to the emergency room was prescribed an "antibiotic." Three days later, the patient saw an ophthalmologist, who diagnosed the patient's symptoms as herpes simplex and prescribed valtrex as treatment.

Manufacturer narrative:
Medwatch sent to FDA on: 10/20/2014. Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of "ulcer following along the intraorbital nerve", herpes simplex, and pink/redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch files shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.